Event description:
A report was received that the patient was experiencing frequent ipg charging. It was also noted that the patients ipg was non-functional. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that it was physicians preference to replace the ipg. No device malfunction suspected.

Event description:
A report was received that the patient was experiencing frequent ipg charging. It was also noted that the patients ipg was non-functional. The patient will undergo an ipg replacement procedure.